Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) is aware of similar complaints which have been thoroughly investigated under (B)(4). An investigation of oxygenators in question showed that the venous pressure sensors are probably corroded. A white crystalline substance has been found on the pins of the pressure sensor. The priming solution leads to an electrolysis when cardiohelp starts to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings. Implausible readings means alternating pressure sensor values displayed on the cardiohelp device observed during this particular test. The test result was verified with an additional plug and pressure sensor. Finally the same test was performed but with the dried electrolyte plug. It could be shown that this state has obvious no impact on pressure sensor readings. Root cause / probable root cause: the most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline. A new varnish resisting the etching of the saline has to be designed and applied on pins and pcb. This corrective action will be implemented by hardware development of maquet cardiopulmonary in (B)(4). Based on this no further actions will be completed at this time.

Event description:
"There was a strange venous pressure after priming (according to protocol ) at first the venous pressure seemed to be normal but then the pressure dropped to +1000mmhg after which the cardiohelp indicated that the pressure was outside measurement range." (B)(4).